Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was going to be used as a bridge to reimplant a new cardiac resynchronization therapy defibrillator after a procedure to remove non-boston scientific products due to an infection. The device was not used because the set screw was inadvertently stripped. The device was discarded and will not be returned for analysis.